Manufacturer narrative:
(B)(4). The device was returned with the upper jaw damaged. Inspection under magnification of the jaw area showed damaged to the retention pins that hold the jaws in position. One of the retention pins was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. It is possible the generator displayed an alert screen when the jaws got damaged. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic colon procedure, the enseal broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.